Manufacturer narrative:
The wire was examined and found twisted and broken. The core was bent at the break point, likely from being twisted during the procedure. Review of records noted no out of specification conditions. Additionally, final inspection of this wire includes a 100% manual inspection for sufficient wire assembly strength.

Event description:
The guidewire unraveled and a piece broke off in the axillary vein wall. The physician decided not to retrieve the piece as it was embedded in the vein wall. (B)(4).